Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during elective system explant procedure, right atrial (ra) lead was noted to be dislodged. The outer coating of the right atrial lead was stripped off when physician was adding tension to ra lead. Lead was explanted successfully. No new system was implanted as the patient does not need a replacement system. Patient was stable throughout the event. Related manufacturer reference number: 2938836-2019-14341.

Manufacturer narrative:
Partial lead with distal tip measuring 37.8 cm was received for analysis. External insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart was noted at 15.3 cm to 15.6 cm from the distal tip. Other damages found were sustained during the surgical procedure.